Event description:
It was reported that a catheter break occurred. The indication of procedure was for a non q-wave mi. Coronary angiography was performed which identified minor coronary artery disease. A moderately diseased lesion was identified in the mildly tortuous ostial left anterior descending coronary artery (lad). The mid lad was previously stented in 2007 with a non-bsc stent. Intravascular ultrasound (ivus) performed with an atlantis¿ sr pro² showed that this stent was still patent. Upon removal of the imaging catheter, resistance was felt. It was further noted that the imaging catheter tip was trapped at the distal stented segment. The physician tried to retrieve the device but initially struggled but eventually managed to retrieve the imaging catheter. However, it was noted during angiography that a portion of the catheter (approximately >185mm) was still in the vessel, distal to the stented segment. Subsequently, the radiologist tried to snare the remaining part of the device but was unsuccessful. Final angiography shot showed vessel was patent with blood flow distally (timi 3 flow) and no electrocardiogram (ECG) changes. Patient is in stable condition and surgery is planned to remove the catheter. However, surgery is delayed due to urinary tract infection.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Some moderate vessel spasm distal to the stent occurred upon removal of the imaging catheter.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient has had a successful bypass surgery (lima to lad).